Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there was a loss or change of therapy. The patient's managing healthcare professional (hcp) said there was probably about a year or less left on the implantable neurostimulator (ins) battery. The patient's previous hcp said even though the battery was working it was not working properly because a lot of the symptoms had come back and it hadn't been programmed for probably a year or two. The patient would also get a shocking/jolting sensation when she was in bed and it just felt electric and her body would jump for now reason. The patient initially thought it was her medication causing this. It was also reported that it seemed to bother the patient her where device was implanted in her hip. It ached more than it did before. The patient felt stimulation as a pulling sensation and she tried increasing the amplitude on program 2 today, (B)(6) 2016. The patient's previous managing hcp wanted to have x-rays taken to determine if something had moved. The current hcp had put her on botox injection in (B)(6) and at that time he also did a rectal procedure to fix the rectum and the patient asked if he would change the battery and he said no. She had had two botox injections but they had not helped and the current hcp suggested she have another one that would be more powerful. The patient was also going to physical therapy for her pelvic muscles and was doing kegel exercises. When she told her previous hcp about this he said kegel exercised would not be really helpful for someone (B)(6) years old and that the botox would destroy the muscles. The loss of therapeutic occurred about two years ago in 2014. The intermittent shocking/jolting had been occurring off and on for at least two years. The aching at the ins site had been occurring for the last 8 months and confirmed it started in (B)(6) 2015. The patient later reported that steps taken to resolve the issues included a sacral x-ray to check for any movement of the device. The patient had been in touch with her previous hcp by phone. There was an appointment to check the battery and "possible replacement?" The results of the x-rays would go to her primary care physician (pcp), current urologist, and previous managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.